Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. B5: upon follow up, it was learnt that the actual quantity of the cracked tubing was seven (7). The events occurred when the "nurses are hand tightening the tubing". H10: only one (1) actual sample was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported condition was not verified. The other four (4) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hub of the tubing of five (5) clearlink system continu-flo solution sets were cracked leading to medication spilling or the line coming undone from the IV all together. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.